Event description:
Received a user facility medwatch which states "vessel was being closed with a percutaneous device. Catheter sheared and device was retained within the femoral artery. The pt required surgical intervention to remove retained device." Upon further query with the customer, the following info was received: the pt was transferred to another facility and there is no add'l info available.

Event description:
Received the following new additional info via medical records. The patient was hospitalized for a 2 week history of increasing shortness of breath, mild edema and congestive heart failure. The patient underwent a cardiac catheterization which revealed 80% left main artery disease, total occlusion of the left anterior descending aretery, 80% proximal circumflex aretery disease and total occlusion of the right coronary artery with left to right collateralization. Per physician note, the patient had retained the perclose sheath, which embolized. The patient was seen immediately by a vascular surgeon. The vascular surgeon's pre-operative report stated there was a proximal femoral pulse wiht no distal femoral pulse or no popliteal pulse. There was a weak popliteal signal, but no pedal signals. The paient did have intact sensation and motion. The patient received ancef and bolus of heparin. The operative report stated the puncture site was on the common femoral artery and at the junction of the superfical femoral artery, slightly laterally. There were no unusual findings. The catheter was located and removed. A small amount of thrombus was within the common femoral artery. There was no thrombus within the deep feomral artery. A catheter was passed distally through the femoral popliteal and tibial system and a large amount of thrombus was removed with good back bleeding. Elevated posterior plaque was tacked down. Upon completion of the procedure, the patient was noted to have palpable poplietal pulses bilaterally. There were anterior tibial signals bilaterally.